Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller¿s black power cable connector being cracked was not confirmed as the controller was not returned for evaluation and no pictures of the damage were submitted. Additional information provided stated that the heartmate ii system controller (serial number: (B)(6) was exchanged on 01jul2021 and would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate ii patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was exchanged on (B)(6) 2021 due to a crack in the black connector.